Event description:
It was reported that when the footboard is connected the led lights controls flash on the siderail bed, and other bed controls are non-functional including scale.

Manufacturer narrative:
Footboard.